Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. The pre-dilatation sizing table located in the supera instructions for use (IFU) lists a recommended minimum inflated balloon diameter of greater than 6.7 mm for a 6.0 mm supera stent. It should also be noted that the warning section of the IFU warns: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, the reported difficulties appear to be user related.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion from the superficial femoral artery to the popliteal artery with heavy calcification. Vessel preparation was not performed and residual stenosis remained. A supera was advanced toward the target lesion without resistance and the stent was implanted with difficulty. An attempt was made to withdraw the stent system; however, the distal tip of the catheter was trapped in the residual stenosis. The stent system was pulled, the stent elongated greater than 10% and the tip released from the residual stenosis. Reportedly a portion of the stent remained in healthy tissue but additional medical treatment was not performed due to the stent portion in the healthy tissue. There was no adverse patient sequela and no clinically significant delay during the procedure. No additional information was provided.